Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the lcd (liquid-crystal display) screen was blank. Further investigation was completed by the manufacturer, and it was determined that the device's lcd board needs to be replaced to address the reported issue; however, no repairs will be completed as the device is to be scrapped. Additional findings not related to the malfunction/issue.